Event description:
One year post-op a re-operation was had to remove a broken clearfix screw from the pt. The facility is reporting that the pt had continues pain from the 1st procedure and at the 2nd procedure they found that there was damage to the condyle. The facility had not expressed their opinion as to the current condition of the pt due to this event.

Event description:
Our affiliate is reporting that one year post-op a re-operation was had to remove a broken clearfix screw from the pt. The facility is reporting that the pt had continues pain from the 1st procedure and at the 2nd procedure they found that there was damage to the condyle. The facility has not expressed their opinion as to the current condition of the patient due to this event.